Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the stenosed superficial femoral artery. A 5x100x75mm epic stent was implanted for treatment. However, after implanting, it was noted that the middle part of the stent was deformed and disrupted. There were no patient complications and the patient was in stable condition following the procedure.